Event description:
It was reported that the trolley arms are raising and lowering more than once when unlocked from transfer due to the magnet mover trigger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.